Manufacturer narrative:
The electrode pads have not been returned to zoll for evaluation. The electrode lot number is unknown, therefore no retained sample testing could be performed. No clinical data or device activity logs from the event was provided. This claim has been closed as no sample returned.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient, the associated defibrillator was unable to obtain an ECG signal with these electrode pads attached. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient and an ECG signal was obtained. Complainant indicated that the patient subsequently expired.